Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 70-year-old male patient noted as high risk intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the patient went into atrial fibrillation with rapid ventricular response with hypotensive episode requiring increased impella support and increasing medication. The following day, the patient coded ventricular fibrillation arrest. Heparin was stopped after first code. The patient had a poor prognosis. The patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined.